Manufacturer narrative:
The customer had performed reagent line cleaning 2 days prior to the event due to 'reagent low in cup' errors. The customer suspected partial blockage in reaction cup assay. Bec cts (customer technical support) asked customer to check reagent for precipitate. Per customer, reagent appeared clear. The customer also tried another bottle of reagent but had issues with qc performance. A service visit was set up and field service engineer (fse) went on-site (B)(4) 2012, and replaced the creatinine module lamp, cup assembly and the drain and rinse valves. On (B)(4) 2012, the fse replaced the creatinine module and then performed calibration and ran qc. All results met published performance specifications. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their unicel dxc 800 pro synchron chemistry analyzer creatinine module erroneously generated 1 high patient result of 975umol/l. The high creatinine result was caught by validation check and not reported outside the laboratory. The sample had a repeat result of 52umol/l.